Event description:
Reporter alleged, the customer obtained discrepant back to back blood glucose results of 236 mg/dl and 117 mg/dl, when both results were performed within 10 minutes on the advantage system. Reporter stated, that at a different time other comparative tests of 17 mg/dl and 80 mg/dl were obtained back to back with a result of 135 mg/dl, when testing was performed within 10 minutes on the same system. Reporter also alleged, that within 10 minutes of the 135 mg/dl result, other discrepant back to back results of lo (less than 10 mg/dl), 169 mg/dl, and 195 mg/dl were also obtained and all results were on the same system. Reporter indicated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.